Manufacturer narrative:
(B)(4). Batch #t5dw1u. Investigation summary: the analysis results showed that one gst60g cartridge reload was returned unfired with the cartridge pan partially dislodged from right proximal side. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, when the device was opened, it was noted that the metal piece that sits underneath the reload was not attached. A similar device was used to complete the case. There were no patient consequences reported. No additional information can be provided at this time.